Manufacturer narrative:
The report is filed by (B)(6) on behalf of the device manufacturer (B)(6). (B)(6), a managing director of (B)(6) is listed as a us agent for (B)(6) with us FDA.

Event description:
Noticed dead skin starting to slough off [skin necrosis]. Two months ago her whisperjectinjector misfired and it caused a blood blister the size of a tennis ball [injection site vesicles]. The wound is the size of a golf ball [wound]. Black scar tissue [scar] a lot of bleeding at the injection site [injection site haemorrhage]. Bruising across her abdomen [injection site bruising] its now broken [device breakage]. Whisperject misfired [device malfunction].